Event description:
It was reported that the screwdriver is sticking in the head of the screw and is difficult to remove. No pt complications were reported.

Manufacturer narrative:
The device was returned to medtronic for eval. Measurements of the instrument found that the hex tip is oversized. The oversized hex could create the sticking between the driver and the screws.